Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected, with their blood glucose level displayed as "high," although a specific value was unknown. The customer administered a bolus via the pump, but it did not appear to work, and there was no adverse impact on the customer¿s blood glucose level reported. Cts educated the caller about the functionality of the control-iq system, specifically regarding the impact of missing cgm readings, and advised them to monitor the system, offering support if the problem persisted after 30 minutes of consistent cgm readings.